Event description:
A medwatch was received regarding an unspecified ICU medical pump that experienced overinfusion. The medwatch stated: "nursing staff programmed pump to begin milrinone infusion at 111ml/hr instead of the ordered rate of 6.68ml/hr. Upon investigation it was noted that there was a battery alert banner in the same place that the soft limit alert banner would display. This medication in the pump library did not have any hard limits, but did have a soft limit that was bypassed in this case because it was never seen by nursing staff while programming the infusion on the pump due to the battery alert banner remaining in place instead of the soft limit alert taking its place at the time of the alert. The entire 100ml bag of milrinone was infused in approximately an hour as a result, resulting in transferring the patient to an (intensive care unit) for closer monitoring for any adverse effects of the error". The suspected medical device is a plum a+ or plum 360 with unknown device material number and serial number.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received and it is unknown if it will be received. The investigation is pending.

Manufacturer narrative:
Gcm received medwatch report mw5172056 involving a plum a+ or plum 360 pump (ln/sn unknown) after nursing staff programmed milrinone at 111 ml/hr instead of the ordered 6.68 ml/hr. A persistent battery alert banner (¿keep plugged into ac! Service battery/replace pump¿) occupied the same screen location as the soft limit alert, preventing the soft limit warning from displaying and allowing it to be bypassed during infusion initiation. The 100 ml bag was infused in approximately one hour, and the patient was transferred to the ICU for monitoring; updated information confirmed no harm and no delay in therapy. A photo of the battery alert banner was provided. The device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. A 12-month service could not be performed because no serial number was provided. Unfortunately, we did not receive any event history, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.